Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the tracheostomy tube had been used for approximately 10-12 months (2-3 tubes in use alternating). The numbers on the side of the flange had completely worn off. The quantity affected was 1 device only out of 3 devices they had in rotation. The part number and lot number are unknown. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6. Health impact; updated.

Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One device was received for investigation. The reported issue was confirmed during visual inspection, which identified that the text had been worn off the device flange. A review of manufacturing device history records for the reported lot number was conducted, and no discrepancies or anomalies were identified. Per the complaint description, the condition was reported after reprocessing and 10-12 month of use of the product. Based on the description, the investigation determined that the issue most likely occurred during or after use of the product, therefore the root cause was attributed to user interface. No action have been assigned at this time.